Manufacturer narrative:
Product event : performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a syncopal event at the same time the implantable pulse generator (ipg) performed a capture management test. The physician believed there was a capture management malfunction. Information received also indicates that there were high thresholds on the right ventricular (rv) lead. The device was explanted and replaced and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.